Event description:
The device would intermittently display connect electrodes, interrupting analysis of pt ECG. Device use was successfully continued and analyses of pt ECG were completed. The device rendered successive no shock determinations. The pt was not resuscitated but an officer at the scene indicated pt outcome was not affected by the discrepancy, due to a lack of pt viability.